Event description:
It was reported that the pt was suspected to have had a basilar ischemic event during the angiography procedure, the physician realized that the pt needed a stent. A stent was used for the approved indication without any issue. However, the pt expired the day after the stent implantation. The cause of death was cerebral herniation due to the pt's pre-existing stroke. There was no evidence of hemorrhage or stent thrombosis on f/u CT angiogram prior to the pt's death.

Manufacturer narrative:
The device history record review for the batch in question confirmed that the device met all material, assembly, and performance specs. The device was successfully implanted and is therefore unavailable for eval. There is no indication from the investigation or info provided that the reported event is related to prod spec nonconformance or misuse. Add'l info rec'd from user facility stated the pt's death was not related to the wingspan device but to the severity of the pt's stroke. There is also no indication that the wingspan device malfunctioned. Stroke and pt outcome of death are known and anticipated complications to these types of procedures and are listed as such in the device directions for use. As a result, a root cause classification of anticipated procedural complication has been assigned. Event problem: for no allegation of prod malfunction or non-conformance contributing to the reported event. Conclusion: for anticipated procedural complication.